Manufacturer narrative:
The main device component of the system and other applicable components are: product ID: 3889-28, lot# v432256, implanted: (B)(6) 2010, explanted: (B)(6) 2018, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information wad received from a health care professional via the manufacturer representative regarding a consumer who was implanted with an neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor it was reported that the patient had a lead revision due to out of range impedance and a fracture lead. Loss of therapy was also reported. The old lead was completely removed and a new one implanted. The existing 3058 was attached to the new lead. No further complications were noted or anticipated.